Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2018-05-16 reporting that the patient had cancelled their explant and had not been seen by the account since january. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-04-27 reporting that the devices would not be returned for analysis. They stated that they would contact the account for an explant date. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3487a-56, lot# v627348, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-56, lot# v627348, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 17-jan-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-mar-2015, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 17-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient had a lead revision. Follow-up was sent to the rep for more information. Additional information was received from the manufacturer representative on 2018-apr-12 reporting that the revision surgery was due to the patient needing coverage more in their low back. The health care provider (hcp) opted not to revise the leads and only changed out the battery. [MDR# 3004209178-2015-01841 addressed the battery replacement of sn: (B)(4).] [MDR#3004209178-2018-05487 addresses the original report of a lead revision.] The patient had been unhappy with the battery they received and stated that they wanted an explant. The system was then explanted. No further complications were reported.